Manufacturer narrative:
Results: the cat5 was fractured approximately 107.0 cm from the hub. Conclusions: evaluation of the returned cat5 revealed a fracture on its distal shaft. If the device is advanced against resistance at extreme angles while introducing the device into a parent catheter, a kink may occur. If the damaged device is further mishandled it may result in the eventual fracture of the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter (cat5). During the procedure, while attempting to insert a cat5 into a non-penumbra sheath, the cat5 would not advance and subsequently, became bent; therefore, it was removed. The procedure was completed using the same sheath and an indigo system cat3 aspiration catheter (cat3). There was no report of an adverse effect to the patient.